Manufacturer narrative:
A.1.-a.5. Patient information were not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 double roller pump 85. On further inspection, engineer could not replicate any fault. Rubber grip was missing from the control knob. Rubber grip was replaced with spare from customers spare roller pump. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during service, the control knob for the 'blood' side of the cardioplegia srd s5 double roller pump 85 is loose and isn't able to control the flow accurately. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
A livanova field service engineer was dispatched the customer and could not replicate any fault. The control of flow was possible from the control knob. The rubber grip surrounding the control knob was missing and it was replaced with spare from customers spare roller pump. Unit was returned to customer. Despite what initially alleged by the customer, the livanova fse confirmed the control of the blood flow was still possible and rubber grip missing is not possibly related to the condition reported by the customer which likely experienced just a not smooth rotation of the knob. Based on service activity findings and based on the fact that blood flow/pump speed could still be controlled by the knob, the event is reassessed as not reportable since it is unlikely for this issue to result in any patient injury.